Event description:
Status epilepticus seizures, knee pain, knee swelling. Info was received on 07-apr-2003 from a pt, with a history of osteoarthritis, uncontrollable seizures, carpal tunnel and having rods and screws in their spone. The pt's seizure disorder is treated with gabritril 4mg, 4 caps, 4 x day (qid), dilantin 400 mg/day, 500mg/day monday and friday, and valium 5mg, qid. In 2001, (dates unspecified) the pt was administered two previous courses of synvisc, one series to the right knee with no problems or adverse events reported and another series to the left knee. Two days following the left knee series in 2001 the pt experienced knee swelling, knee effusion and pain from the injection (refer to manufacturer report number synv-12607). A third series of synvisc injections to the left knee was administered on event date and six days later. The pt reported that the physician did not drain the knee prior to the first injection, and following the injection the pt experienced "some pain". The physician drained the knee prior to the second injection, but the caller experienced "some swelling" and had not received any benefit from the injections. The pt experienced "five episodes of status epilepticus seizures over three days" due to pain and lack of sleep. Treatment of the seizures is unk. The pt was prescribed ambien (dose regimen unk) to help pt sleep. The pt treated the knee symptoms with ice and capsaicin cream to help with the pain. At the time of this report, the pt's clinical outcome is unk.